Event description:
It was reported that the patient experienced recurring incontinence and dissatisfaction with their artificial urinary sphincter (aus). A new 61-70 cmh2o balloon was implanted in a different location. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.